Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient always had problems with recharging. It took forever to recharge, a whole day to a day and a half. The patient attempts to recharge while lying on her side with something light against her back. The patient had tried the belt but that didn¿t work. Weather affected this as was if it was super windy, rainy, or snowy. It burned to recharge and the patient stated that this was probably the case because it took too long to recharge. It was noted that the patient only averaged four coupling bars. The patient mentioned that her hips hurt and she experienced leg cramps while recharging. It was noted that the patient had been on quinine until it was taken off the market. The recharger would also just stop. These recharging issues had been present for all of the patient¿s rechargeable devices. The patient had told her doctor and manufacturer representative (rep) about this. The patient was to follow-up with a healthcare professional. It was noted that the patient saw a rep on (B)(6) 2017. The patient also reported that the ins site was tender. It hurt to sit and the wires zapped her randomly and while walking. The patient described it as like when someone pops you with a rubber band. The patient was originally implanted on the left side and now was implanted on the right side. The patient had phantom pain on the left side since the implant on (B)(6) 2012. It was also reported that the patient had pain in her heels when her ins wasn¿t charged. The patient forgot to tell the rep about this. The patient did not know when the heel pain issue began. It was also reported that on (B)(6) 2017, the day after the patient¿s reprogramming, she laughed and it gave her a pleasant tingle like someone was playing an imaginary piano on her body. Refer to manufacturer report #3004209178-2017-04854 for the report of this event for the patient¿s previous ins.

Manufacturer narrative:
Analysis of the prgr 37754 insr recharge restore sensor sn# (B)(4) found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.